Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The customer reported defect was confirmed, broken rod lens in the optical lens system was found. The inspection noted the rigid outer tube is bent with minor scratches on the distal tip and eye piece funnel. Also, there is minor fading on the laser marking on the model ring. The subject telescope was returned to the olympus repair center. The repair inspection confirmed the reported defect. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ¿ultra¿ telescope has a lens defect, ¿broken rod lens¿. The reported defect was found at inspection before use. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported failure modes can be attributed to user error, improper handling, as well as application of excessive force. Olympus will continue to monitor field performance for this device.